Manufacturer narrative:
Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site revealed that the patient experienced a transient ischemic attack (tia). Additional information received indicated that the patient experienced left sided weakness. A computerized tomography (CT) scan revealed old right parietal/frontal lobe infarct, which was normal and electroencephalogram (eeg) and a computed tomography angiography (cta) were performed on the patient which revealed no abnormalities. The patient had low international normalized ratio (inr) and was treated with anticoagulants. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the hvad instructions for use, neurological dysfunction is a known potential complication associated with the implantation of an hvad pump. Based on review of past adverse events for this patient, it was noted that the patient had a history of cerebrovascular accidents (cva), a subacute infarct in the right superior parietal lobe, and an angular gyrus cortical/subcortical infarct. Of note, the patient's reported medical history indicated the patient has a history of transient ischemic attacks. Possible factors th at may have led to this event include, but are not limited, to an infarct in the right parietal lobe, the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and/or and the patient's complex post-operative course. This regulatory report is being submitted as part of a retrospective review and remediation per d00595827 due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a transient ischemic attack (tia). It was further reported that the patient was discharged three days later with no evidence of further stroke. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event. It was further reported the patient had initially presented with left sided weakness, which was thought to be related to previous strokes, and had resolved by the time the patient had arrived to the hospital. The patient had a computerized tomography (CT) that showed an old right parietal/frontal lobe infarct, but nothing acute. The patient also had an electroencephalogram (eeg) and a computed tomography angiography (cta) which showed normal results. The patients international normalized ratio (inr) upon admission was low, and the patient was bridged with anticoagulants to help raise their inr.